Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime ll everolimus eluting coronary stent system as a known patient effect of the coronary stenting procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal left anterior descending artery that was 90% stenosed. Patient arrived with severe chest pain. An angiogram was performed and revealed a 90% stenosed lesion. Pre-dilatation was performed using a semi-compliant balloon. A 2.5 x 33mm xience prime stent was implanted at 16 atmospheres. After stenting, fluoroscopy was performed and revealed a dissection at the proximal end of the stent. Another xience prime was used to cover the dissection. There was no adverse patient sequela reported. No additional information was provided.